Event description:
Customer's mother reported via phone call that insulin pump was exposed to moisture due to customer falling in ocean water. Customer reported that as a result, there was moisture under display screen. Customer's blood glucose was 130 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump received with no button response and button error alarm due to moisture keypad traces. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly during visual inspection. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.